Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to ela medical (dated nov 6, 2009), ela is filing this MDR at this time. (B)(4) - the programmer crashes in aida+, using smartview 2.16 software. Since the device remains implanted, the programmer files were reviewed. The most probable hypothesis is that the programmer was upgraded with corrupted installation source files. The software should be re-installed. No patient safety issue was reported, the device can remain implanted. Conclusion: the most probable hypothesis is that the two programmers were upgraded with corrupted installation source files. Another (and safe) source of installation files should be used to re-install smartview on these programmers. The current version of the software is now smartview 2.18.

Event description:
After interrogation of this device and reviewing the heart rate curve in aida+, the system software crashed. The device remains implanted.